Manufacturer narrative:
(B)(4). Product was returned for evaluation. Motor 1162492 / brake failure - electrical / electrical brake failure - bench test. Wiggle wires by the strain relief and it will shut off and give a brake fault during bench test.

Event description:
Provider states that the right motor would kick out of drive after a few feet of driving.